Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of difficulties with sensor adhering to body. The customer was assisted through troubleshoot. The customer's blood glucose was 44mg/dl. The customer believes they know why their levels were low. There was no troubleshooting needed for the low blood glucose level. Nothing is being returned at this time.